Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the reported error 23118 and replaced the universal surgical manipulator (usm1). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm1 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure using an xi system, the customer called to report repeated error 23118, which was associated with universal surgical manipulator (usm1) axis 2. The customer indicated that the usm1 had been bumped against the operating room (or) wall or a shelf, after which the error began occurring. Attempts to recover the fault and restart the system, including an emergency power off (epo), did not resolve the issue. The error was confirmed in the live logs. The procedure was already completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was analyzed and a review of system logs revealed error 23118 found on axis 2, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the friction and calibration tests failed on pitch. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the pitch motor module in the usm. This issue can be resolved by having the fse replace the usm.